Event description:
Boston scientific crm received information from a health care professional (hcp) that this patient experienced syncope of an unknown etiology and an field representative was contacted to check the device. It was unknown which field representative was contacted and no further adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information was unsuccessful. No additional information is available at this time. If additional information becomes available, this report will be updated.